Manufacturer narrative:
Correction: g3 awareness date should be 3 sep 2021 instead of 31 aug 2021. B5, d6b explant date should be on (B)(6) 2021 instead of on (B)(6) 2021.

Event description:
New information received notes the explant took place on (B)(6) 2021. The patient was stable.

Event description:
It was reported a patient's pacemaker presented with an infection. The system was explanted in a procedure on (B)(6) 2021. Post-procedure the patient was stable.